Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional information: a.2, b.5, b.6, d.1, d.2, d.4, d.6, d.7, g.1, g.3, g.5, h.4, h.6.

Event description:
Healthcare professional later reported affected side is the left. Device has been explanted.

Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.

Event description:
Patient reported an unknown side rupture. The device remains implanted.